Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary/bowel problems, recurrence, and dyspareunia. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/17/2016.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, atrophic vaginitis, hypertonicity of bladder, vaginal scar, urge incontinence and dyspareunia. (B)(4) hypertonicity of bladder.

Event description:
It was reported that following insertion the patient experienced urinary frequency, atrophic vaginitis, hypertonicity of bladder, vaginal scar, urge incontinence and dyspareunia.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2013 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
(B)(4). In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.